Event description:
A customer alleged that he was hospitalized due to the high and low readings he had received when testing with his contour meter. The customer had already disposed of his meter and requested a replacement. While customer service was attempting to gather additional information, the customer ended the call. No product will be returned.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.